Event description:
As reported in a literature article (alaraj, a, et al. 7 may 2014, augmentation of n-butyl cyanoacrylate embolization of cranial, head, and neck tumors by simultaneous infusion of 5% dextrose solution. Journal of neurointerventional surgery, doi: 10 1136/neurointsurg-2013-011071), in a retrospective review of 20 patients who had embolizations with nbca, a patient who was diagnosed with osler-weber-rendu syndrome experienced recurrent epistaxis. The patient was re-treated only when they had symptoms of chronic severe anemia (shortness of breath and fatigue) and a hematocrit as low as 15 requiring frequent transfusions. The objective of the review was to describe the experience with a modified d5w guide catheter push technique during embolization of hemorrhagic cranial head and neck tumors between 2007 and 2013. For the procedures, a magic 11 (bolt) or a prowler-10 7f was used. The concentration of nbca diluted in iodized oil varied from 1.4 to 1.9.

Manufacturer narrative:
There was not product to analyze. In addition, the lot number was not provided; therefore, a review of the manufacturing documentation could not be performed. Hemorrhage is a known complication related to nbca glue and is listed in the instructions for use as such. Codman did not conduct studies using the technique mentioned in the article; therefore, no safety information for this technique is available and it is not possible to determine if this technique would contribute to the efficacy of the glue. The trufill n-bca liquid embolic system is indicated for the embolization of cerebral arteriovenous malformations (avms) when pre-surgical devascularization is desired. There is no indication of a manufacturing issue related to this event; therefore, no corrective actions will be taken at this time. This is an initial/final report. Concomitant medical products and therapy dates: magic 11 bolt (details unknown); prowler-10 7f (details unknown).